Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt

Event description:
During use for pre dilatation, it was reported that the saber balloon ruptured. There was no patient injury. The balloon was replaced with another saber balloon and the procedure was completed successfully. The lesion was the both side of the iliac artery. The lesion was dilated for several times. There was no heavy calcification confirmed and there was no problem with delivery.

Manufacturer narrative:
During use for pre-dilatation, it was reported that the 8x40mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured at six (6) atmospheres (atm). The balloon was replaced with another saber balloon and the procedure was completed successfully. There was no patient injury. The balloon was not inflated during prep. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The lesion was the both side of the iliac artery. The lesion was dilated several times. There was no heavy calcification confirmed and there was no problem with delivery. The same indeflator was used successfully with another saber pta. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no guiding catheter used in this procedure. The product was removed in one piece from the patient, there was no separation at the shaft. No other information has been provided. The device was not returned for analysis. A device history record (DHR) review of lot 17629253 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (lesion was dilated several times) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information was received and section was updated to include additional narrative. During use for pre dilatation, it was reported that the saber balloon ruptured at 6 atmospheres (atm). There was no patient injury. The balloon was replaced with another saber balloon and the procedure was completed successfully. The balloon was not inflated during prep. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The lesion was the both side of the iliac artery. The lesion was dilated several times. There was no heavy calcification confirmed and there was no problem with delivery. The same indeflator was used successfully with another saber pta. Was there no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no guiding catheter used in this procedure. The product was removed in one piece from the patient, there was no separation at the shaft. The device will not be returned for analysis due to it being discarded by the hospital. No additional information was provided.